Manufacturer narrative:
Glucose calibration was last performed on (B)(6) 2024. The field service engineer (fse) found that the cell blank tube was disconnected and reconnected it. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The calcium lot number is 733620 and the glucose lot number is 711466. The expiration dates were not provided. The customer stated that they were receiving calibration errors. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 and gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 8000 c702 module. The initial calcium result was 5.1 mg/dl and the initial glucose result was 37 mg/dl. The customer questioned the results as they were deemed critical and repeated the sample on another c702 analyzer. The sample was repeated and the calcium result was 8.5 mg/dl and the glucose result was 121 mg/dl. The repeat results were deemed correct.